Event description:
Pt complained of thigh pain. An x-ray was taken and it was determined that the stem was loose and there was micromotion. The stem, the liner and the ball head were revised 3 years post op. Please refer to MFR report # 3005180920-2013-00111.